Manufacturer narrative:
Due to characterization limit e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra-aortic balloon pump (iabp), the device had a long alarm after the battery was inserted, and the battery slot was disassembled and cleaned. After that the system "was" tested to be normal, there was no patient involved.

Manufacturer narrative:
Updated fields: b4, b6, b7, e1 (initial reporter), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) went to site, battery slot was disassembled and cleaned. After the processing was completed, the functions of the device were tested to be normal and delivered to the customer for use.